Event description:
It was reported the device displayed high pressure alarm during testing and the operator was unable to clear the alarm. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was evidence of the reported problem (error) recorded in the event history log. The customer reported problem pump alarms high pressure unable to clear alarm, was duplicated during testing. The investigation found fluid ingression on the downstream sensor which was believed to be the cause of the high pressure alarms. It was recommended that the downstream occlusion sensor be replaced as corrective action. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.